Manufacturer narrative:
Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: visual check: the returned device belongs to the previous generation of polaris valve. The device is incomplete upon return. These models include a reservoir and a distal catheter, both preconnected to the valve. The reservoir is still attached to the valve, but not the distal catheter, leading us to believe that the device might have been improperly manipulated before implantation or during explantation. The inner mechanism of the valve shows several distortions: the ball that obstructs the inlet connector of the valve to regulate the csf flow has migrate inside the valve and is stuck between the spring and the side of the valve. The plastic staple, which is designed to retain the ball, is twisted. It results in a blocking of the mechanism. Due to its missing component and the severe damages observed on the inner mechanism, the valve is not compliant to the visual inspection. Functional control: pressure adjustment and pressure measurements testing could not be performed because the internal mechanism is damaged. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. In addition, the user states in his claim report that the device was tested before implantation, implying that the valve could be adjusted and that the csf could flow before implantation. By design, the staple prevents the ball from migrating inside the body of the valve, under normal conditions of use. Our record do not show any similar damage observed on a valve. This is an isolated event that could have been cause by a misuse of the device. The only hypothesis that we could establish is that the ball was dislodged by a violent manual effort using a stylet, resulting in the damage of the plastic stop and the migration of the ball inside the valve and the damage of the spring.

Event description:
A (B)(6) male patient was implanted with a vp shunting to treat normal pressure hydrocephalus. The valve was programmed and the surgery was normal. The patient went to the ICU and during his stay he presented a state of mental confusion and an increase of the icp. In view of the symptoms, the surgeon tried to readjust the operating pressure of the valve but the device could not be adjusted. The patient was taken to the surgical centre and the valve was replaced.

Event description:
The valve was programmed and the surgery was normal. The patient went to the ICU and during his stay he presented a state of mental confusion and an increase of the icp. In view of the symptoms, the surgeon tried to readjust the operating pressure of the valve but the device could not be adjusted. The patient was taken to the surgical center and the valve was replaced.